Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error on the insulin pump screen. Troubleshooting was performed and found that the customer received an open book image alarm. It was reported that the insulin pump performed safety checks and the error was found and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will not be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. A review of the pump history file reveals on 7/14/2023 the following alarms occurred: pump error 3 (line number 1541 file number 2002) alarms (12:53:11 and 14:59:13). Main initiated ipc packet transmission, but the motor didn¿t raise the handshake signal within 100 ms timeout. Pump error 4 (line number 2690 file number 32122) alarms (12:53:11 and 14:59:13). Possible hw error during accessing ad5161 chip via twi interface. Additionally, a review of the main error log shows there were three (3) consecutive critical error handling pump error 3 (linenumber 1541 filenumber 2002) alarms. The first error occurrence and sequential reboots catch the exactly same error and brings the pump to "open book" screen. Pump error 3 alarms are due to main initiated ipc packet transmission, but the motor didn¿t raise the handshake signal within 100 ms timeout. The pump was cut open to perform a visual inspection. No physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate assembly, motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Critical pump error (open book image), pump error 3, and pump error 4 alarms are all confirmed, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.